Event description:
Rptr had laser eye surgery - left eye - with a visx star s2 laser at the eye care ctr. Rptr now has a decentered ablation that has left them unable to function in low light or night-time conditions.